Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used nrfit cassette reservoir. As received no damage or anomalies were observed. The tube luer bond junction of the cassette was leak tested using a hydrostatic pressure pump a leak was observed at the tube luer junction. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. Corrective actions are in process root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the liquid leakage occurred at the joint between the yellow connector connected to the syringe and the tube. The event occurred during priming. There was no patient involvement.